Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient and it was determined that contacts 8-15 and 5-6 were >10,000 on the impedance check. It was reported that the patient had some short term memory loss and may have strained excessively at work, resulting in an injury that may have caused damage to the leads. The rep advised the patient to get an x-ray of the leads. It was reported that there seemed to be a short circuit as the result of the injury at work. It was reported that the x-rays showed that there seemed to be a kink or break in the 8-15 wire. A revision surgery was planned and the rep was awaiting the date. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-31. The rep stated that the revision has not yet been scheduled. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient has seen a call your doctor screen on the implantable neurostimulator recharger 2-3 times starting about a month prior to the report. The patient didn¿t know if there was a code on the screen that he saw. It was also noted that when the patient turns the stimulation on, it feels like ¿one of the wires in his back gets super hot like it¿s burning him.¿ the patient noted that the implantable neurostimulator recharger was burning him when charging. The patient was trying to find a health care provider and manufacturer representative to help him. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the patient's weight was measured on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding the patient¿s medical history was received from the patient through a legal representative. It was reported the patient was seen by a healthcare professional (hcp) on (B)(6) 2017. The patient presented with chief complaints of back and neck pain with left side radicular pain. The patient reported to the hcp that their spinal cord stimulator (scs) ¿had stopped working¿ and that an ¿impedance check was failed.¿ the patient experienced ¿constant pain, lower back pain, that goes down primary his left leg.¿ the patient reported to the hcp that ¿with his stimulator, he was able to do activities that he hadn¿t been able to do since it stopped working.¿ during their (B)(6) 2017, the patient reported low back pain and neck pain that measured an average visual analog scale (vas) pain score of 8. The pain was described as constant with symptoms of burning, numb, sharp, stinging, throbbing, and tingling. The pain was exacerbated by ¿bending or stooping, changing from sitting to standing, lifting or carrying heavy loads, lifting or carrying small loads,¿ and lying on their back. Nothing was noted to alleviate the pain. The patient noted their pain interfered with daily chores, house chores, mood, sleep, and walking. A standard review of symptoms performed on (B)(6) 2017 found the patient experienced symptoms of weight loss, fatigue, teeth/gum problems, shortness of breath, drowsiness, numbness, appetite loss, panic attacks, and insomnia. The hcp examining the patient on (B)(6) 2017 noted the scs was ¿not working¿ and had experienced dysfunction. X-ray imaging was performed and found the patient¿s right lead ¿appeared to be severely kinked.¿ the hcp referred the patient to another hcp for evaluation, as they recommended the patient¿s percutaneous lead be removed and replaced with a paddle lead. The patient met with an additional hcp on (B)(6) 2017 for an orthopedic spine consultation for the replacement of the patient¿s spinal cord stimulator and/or leads. The patient¿s stimulator was ¿malfunctioning and not working for the past three months¿ at the time of the appointment. It was noted that prior to those three months, the stimulator ¿had been helping his chronic lower back pain wonderfully.¿ at the time of the appointment, the patient presented with a chief complaint of low back pain in addition to left arm pain. It was noted that a pain assessment performed on (B)(6) 2017 indicated the patient experienced pain on their left side in their neck, shoulder, arm, and hand and experienced pain on both sides in their upper back, mid back, and lower back. The pain was reported to have a ¿pain scale average¿ score of 9. During a standard review of systems performed during their (B)(6) 2017 appointment, it was noted the patient had symptoms of fatigue, nausea/vomiting, easy bruising, numbness in arms/legs, and trouble sleeping. Additionally, the patient reported muscle pain, limitation of motion, back pain, and low back pain. During the patient¿s lumbosacral spine physical examination on (B)(6) 2017 it was noted the patient¿s range of motion was limited in all planes due to pain/spasm/stiffness on exam and that their paraspinal musculature was tender to palpation. The patient was found to have full range of motion of both lower extremities, though it was noted the tests to assess this aggravated the patient¿s lower back pain. A CT scan was performed and noted the patient¿s stimulator was implanted in their right, posterior pelvic region and their two epidural leads went up into their mid-t spine. Physical examination of the patient noted healed scars over the right pelvic generator pocket and mid-lumbar midline. The patient returned to the (B)(6) 2017 hcp on (B)(6) 2017 to follow-up about ¿complications regarding his scs¿ and to ¿see if the leads he had in place would connect to a new battery.¿ at the time of his (B)(6) 2017 appointment, the patient reported constant pain that was described as aching, burning, numb, sharp, throbbing, stinging, and tingling. It was noted the patient¿s chief complaint was left shoulder and back pain. The patient¿s average pain score was measured as an 8 on a visual analog scale (vas). The pain was exacerbated by ¿bending or stooping, changing from sitting to standing, lifting or carrying heavy loads,¿ and lying on their back and was alleviated by lying on their side. Additionally, the patient reported arm and hand pain that was progressing. A standard review of systems performed on (B)(6) 2017 found the patient experienced symptoms of weight loss, fatigue, easy bruising/bleeding, sleep apnea, joint pain, muscle spasm, back pain, drowsiness, weakness, numbness, appetite loss, depression, and anxiety attacks. The hcp who examined the patient on (B)(6) 2017 ¿believed the leads were out of place.¿ it was noted that as of (B)(6) 2017 the patient was having difficulty locating a physician who was willing to remove their device and remained implanted at that time as a result. The patient¿s medical history of pain was described as follows: the patient¿s pain developed gradually several years prior to their (B)(6) 2017 appointment. The pain was an 8/10 in severity, had a sharp quality, and radiated into the patient¿s left lower leg in a nonspecific distribution. The pain had been constant and had been progressively worsening. The onset was not associated with any specific event. The pain tended to be maximal at no specific time, but waxed and waned in severity throughout the day. The patient states the pain is aggravated by bending, carrying heavy objects, lifting, prolonged sitting, prolonged standing, and staying in one position for extended periods. No alleviating factors were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient through a legal representative that reported that a product defect occurred whereby ¿2 lead wires on the stimulator had become crimped, causing the product to overheat.¿ it was stated that as of (B)(6) 2017, it was ¿necessary for the product to be surgically removed and replaced.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013,9 product type: lead. If information is provided in the future, a supplemental report will be issued.